Event description:
Boston scientific rec'd info that this right atrial (ra) lead exhibited intermittent capture. The pt experienced syncopal episodes. An x-ray was performed and the lead was dislodged. It was noted there were no known pauses in pacing. At this time, the type of intervention performed is unk. Our records indicate this lead remains implanted. If add'l info is rec'd, this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.